Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level detector was unable to be turned on via the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), she confirmed the level sensing system was unable to be turned on from the ccm. The level sensors were replaced. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the red level sensor to lab use only (luo) testing equipment. The level sensor detected the liquid when mounted on either side. Flexing the cable at either end did not produce any disruptions. The reservoir simulator was tilted, which caused the level sensor alert condition to be displayed on the screen as expected. The system recognized when the sensor was not attached, and it recognized when the sensor was disconnected from the module. No alerts occurred unless they were expected based upon conditions intentionally set during the evaluation. It was determined that the red level sensor met specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.